Event description:
Information was received from an international distributor that the snubber board on the ventilator power supply had signs of damage due to overheating. The ventilator was not in use on a patient, therefore, there was no patient involvement or harm. The distributor will replace the power supply to correct the findings. Damage to the snubber pcb and power supply may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down.

Manufacturer narrative:
Na